Event description:
It was reported during dft testing at implant the ICD did not convert vf rhythms at 20j and 30j. The external defibrillator was applied while device was charging the 3rd time. The communication to device was lost afterwards. The device was explanted and replaced.

Manufacturer narrative:
Upon receipt, no communication could be established between the device and the programmer due to low battery voltage. The device was tested on the bench and the low battery voltage was due to high input current in the hybrid. The high input current was caused by an anomalous component on the hybrid.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.